Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email adress. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) zoa341a (abut, hex-lock, cont,3.5x4.) For evaluation. Visual evaluation was performed; the abutment has signs of use. The abutment was returned with crowns attached. Unable to functionally test abutments due to debris on the bundled screws. Unable to confirm loosening with all the available information. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the zoa341a dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Unable to confirm loosening with all the available information. The reported loosening event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. D10: concomitant medical product: zoa451a, abut, hex-lock, cont,4.5x5., lot: unknown. Zoa451a, abut, hex-lock, cont,4.5x5., lot: unknown. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the abutments loosened and were removed and replaced. Tooth location 13-15-16.